Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The rosa robot was connected to the pacs port with an ethernet cable. The mr images were pushed to the robot, and the images were viewable in the iq-view software. When exiting and going to the rosa software, the images were not uploading and no longer viewable. Another mr scan was pushed through pacs to the iq-view software. Both sets of mr images were viewable in iq-view, but when exiting to the rosa software, only the second set of mr images was uploaded and viewable. For some reason, the rosa software did not recognize the first set of mr images (maybe something in the header?). The field service engineer also attempted to go through the maintenance side and delete the iq-view folders to see if that would solve the issue. The folders were deleted, and the original mr set was sent through pacs again, but the same result occurred. The original set of mr images could not be recognized/uploaded in the rosa software.

Manufacturer narrative:
Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data. Full analysis of the data logs has been performed, this analysis concluded that the MRI was tested on manufacturing site and could not be loaded into a rosanna planning station. The pixel spacing field of the dicom exam was not standard for unknown reasons. Moreover, the image type was also unconventional and was not original. It is possible that the image was transformed by another software prior to the attempt of loading in rosanna software. Therefore, these elements permit to determine that the image format was not standard and that the device behaved as expected and the cause cannot be determined.

Event description:
The rosa robot was connected to the pacs port with an ethernet cable. The mr images were pushed to the robot, and the images were viewable in the iq-view software. When exiting and going to the rosa software, the images were not uploading and no longer viewable. Another mr scan was pushed through pacs to the iq-view software. Both sets of mr images were viewable in iq-view, but when exiting to the rosa software, only the second set of mr images was uploaded and viewable. For some reason, the rosa software did not recognize the first set of mr images (maybe something in the header?). The field service engineer also attempted to go through the maintenance side and delete the iq-view folders to see if that would solve the issue. The folders were deleted, and the original mr set was sent through pacs again, but the same result occurred. The original set of mr images could not be recognized/uploaded in the rosa software.